Event description:
It was reported that the reservoir of this inflatable penile prosthesis herniated after the initial implant. The reservoir was removed and replaced submuscularly. No patient complications were reported.